Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule partially opened, visual analysis showed the handle components detached from the dcs. The carriage components are also detached from the dcs. The carriage components are intact. One tab is observed to be detached from the male deployment knob component. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Voids are observed over the nitinol reinforcing frame along the proximal end of the capsule. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was returned and evaluated by medtronic. The device was received with the handle components detached from the dcs, thus confirming the reported complaint. A review of the cine films returned revealed the possibility of a misloaded valve in this case. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while positioning the valve, the d eployment knob broke into two parts after three turns. The delivery catheter system (dcs) was removed from the patient and the valve was loaded onto a new dcs and successfully implanted. No adverse patient effects were reported.